Event description:
It was reported that a lead integrity alert triggered due to a lead impedance of 1008 ohms and noise was observed. The noise could not be reproducted during the clinic visit. The lead remains in use. No patient complications have been reported as as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.